Event description:
A review of the maude database revealed the following voluntary report from a patient: patient reported experiencing "debilitating starbursts, halos, poor contrast and depth perception, and severely limited low light vision." Patient also reports low contrast sensitivity and severe eye strain and was advised that he/she had a decentered ablation.

Manufacturer narrative:
Product, clinic, and reporter are unknown. Decentered ablation.